Event description:
It was reported that the keypad of the customer's insulin pump were unresponsive. Her blood glucose was 88mg/dl at the time of reporting. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was noted on keypad traces. The device passed unexpected restart alarm test, no alarms were noted. No ramping numbers noted on the display. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.